Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, the patient received a ztlp-p-44-152-ci2 proximal component and a ztlp-d-44-157-ci2 distal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the site noted that the devices were patent with no kinks or endoleaks. Additional analysis concurred. The patient was discharged from the hospital on (B)(6) 2014 (two days post-procedure). Follow-up CT scans: (B)(6) 2014 (1-month follow-up) (41 days post-procedure) analysis: aneurysm diameter 61 mm. Devices patent and intact with no kinks or endoleaks. (B)(6) 2014 (6-month follow-up) (193 days post-procedure) analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2015 (12-month follow-up) (319 days post-procedure) analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2016 (2-year follow-up) (690 days post-procedure) analysis: aneurysm diameter 55 mm. Devices patent and intact with no migration, kinks, or endoleaks. It was noted: ¿there has been an increase in the amount of thrombus within the graft, but this is not threatening patency. Thrombus extends beyond the distal aspect of the device, with laminar thrombus also present in the native vessel to the level of the celiac origin.¿ additional information provided 08jun2018: (B)(6) 2017 (3-yr follow-up)(1131 days post-procedure) analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2018 (4-yr follow-up)(1502 days post-procedure) analysis: aneurysm diameter 56 mm. Devices patent and intact with no migration, or kinks. A proximal type I endoleak was noted. It was noted: ¿the aorta continues to enlarge and lengthen. The proximal seal is now very tenuous, with endoleak seen outside the device proximally and no point of the device in complete contact with the aortic wall above the taa. The taa now extends above the device. There is still a short segment of complete device coaptation with the wall below the study device, but the taa below the study taa continues to grow, which may threaten the distal seal over time if growth continues. The study taa is not significantly changed in size compared to 36 months or 24 months. L6 and l7 have lengthened more than 10mm since implant, but it is not clear that there is migration. The aorta has lengthened overall, and no anatomic landmark to specifically determine migration is seen. ¿ patient outcome: no adverse events or secondary interventions have been reported.

Manufacturer narrative:
Manufacturers ref (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2020: the 49-month postop CT, dated (B)(6) 2018, is reviewed. The proximal graft diameter has fully expanded to 44 x 40 mm with loss of proximal. Contrast is seen around the proximal graft, consistent with a limited type 1a endoleak. Maximum taa diameter is 52.5 mm. The 61-month postop CT, dated (B)(6) 2019, is reviewed. There is complete loss of proximal seal around the fully expanded proximal graft with a much larger type 1a endoleak extending 58 mm from the proximal graft edge. Maximum taa diameter is 53.5 mm.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2014, the patient received a ztlp-p-44-152-ci2 proximal component and a ztlp-d-44-157-ci2 distal component. Follow-up CT on (B)(6) 2018 revealed a limited type 1a endoleak and follow-up CT on (B)(6) 2019 revealed a type 1a endoleak with complete loss of proximal seal. In a related complaint it is reported that the patient underwent a secondary intervention on (B)(6) 2019 for placement of an additional proximal component (ztap-44-179-w), left carotid to subclavian bypass, and coil embolization. Review of device history record gave no indication of the device being produced outside of specifications. CT studies and angiography was reviewed by an imaging expert. Per the findings of the imaging review ¿the 49-month postop CT, contrast is seen around the proximal graft, consistent with a limited type 1a endoleak.¿ and ¿ the 61-month postop CT, there is complete loss of proximal seal around the fully expanded proximal graft with a much larger type 1a endoleak extending 58 mm from the proximal graft edge.¿ the imaging reviewers¿ impressions is ¿despite initial successful exclusion of the taa, there is persistent progressive expansion of the proximal graft (above the taa) until complete loss of proximal seal at 49 months with a type 1a endoleak that worsens at 61 months. This is due to progression of disease in the thoracic aorta above the taa segment.¿ based on the information provided a cause for the complete loss of proximal seal was related to disease progression. Per the instruction for use endoleak is a known adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: the complaint event states a patient who receives a ztlp-p and ztlp-d on (B)(6) 2014. On (B)(6) 2018 (48 months, 1502 days post-procedure) a proximal type 1 endoleak is rapported on ztlp-p and core lab notes that the arota continues to enlarge and lengthen and the proximal seal is very tenuous, with endoleak seen outside the device proximally. Imaging review was performed on pre-implantation ctas, implantation angiography and x-rays. The review of the imaging cannot confirm type 1a endoleak on ztlp-p. The reviewing physician describes that "the proximal seal zone expanded along the inner aortic curvature beyond the endograft design diameter between 36 and 48 months. The contrast penetrated into the mural thrombus filling the space between the aortic wall and endograft fabric along the sealing stent but did not communicate with the aneurysm sac.". Additionally, the reviewing physician describes that "the intended to treat aneurysm is still seperate and continues to shrink". This complaint is unconfirmed since the described type 1a endoleak cannot be confirmed. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.